Manufacturer narrative:
The biomedical engineer (bme) reported that the display screen for the central nurse's station (cns) went black while monitoring patients. He also stated that the cns tower had a lit orange status light and displayed an "a2" error code. Technical support (ts) explained that the orange light occurs when the device is powering on, powering off, or is frozen. The a2 error code indicates there is a problem with the recording media (hdd or usb memory). Ts suggested he power-cycle the cns. He will call back when he is able to do this. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/05/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 02/12/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 02/19/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating they had no issue after power-cycling the cns but did not provide the requested model and serial number information.

Event description:
The biomedical engineer (bme) reported that the display screen for the central nurse's station (cns) went black while monitoring patients. He also stated that the cns tower had a lit orange status light and displayed an "a2" error code. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the display screen for the central nurse's station (cns) went black while monitoring patients. He also stated that the cns tower had a lit orange status light and displayed an "a2" error code. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screen for the central nurse's station (cns) went black while monitoring patients. He also stated that the cns tower had a lit orange status light and displayed an "a2" error code. Technical support (ts) explained that the orange light occurs when the device is powering on, powering off, or is frozen. The a2 error code indicates there is a problem with the recording media (hdd or usb memory). Ts suggested he power-cycle the cns. He will call back when he is able to do this. No patient harm was reported. Investigation summary: the a2 error code indicates there is a problem with the recording media (hdd or usb memory). Ts suggested he power-cycle the cns, which he later reported resolved the issue. No root cause could be determined. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 02/05/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 02/12/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 02/19/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating they had no issues after power-cycling the cns but did not provide the requested model and serial number information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.